Event description:
Additional information: on (B)(6) 2019 the patient was stable and asymptomatic with no sign of thrombus. On (B)(6) 2019 the patient had a red heart alarm while on battery power at the hospital. The medical engineers found a record on the log history of a pump stop and low speed operation. When the pump stop was recorded, an echocardiogram was performed immediately. A mild septum shift was confirmed. The patient remained stable and asymptomatic, still with no sign of thrombus. A review of the log file observed multiple speed drops below the set low speed and one pump stop. It was unclear what caused the speed drops and pump stop.

Event description:
Additional information reported that the patient was in the acute post operation phase and hemodynamics were not stable. There were no special treatment or care taken. The patient is slowly recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device- 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient¿s log file was submitted for review due to pump power increase. During the analysis of the log there were a couple of elevated powers associated with speed drops below the set low speed, these drops in speed occurred while attached to the power module. It appears that something may have impeded the ability of the rotor to spin, indicating that something may have passed through the pump. There were no other unusual events seen within the log file. No additional information provided.